Event description:
Pt was undergoing a distal pancreatectomy with splenectomy and creation of omental flap and the md was using the endo gia stapler to divide tissue. The stapler fired and the first couple of loads and then would not fire. The md was able to finish procedure with no pt harm.